Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified damage on pebax. Initially, it was reported that during the operation, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, the pebax was observed broken. This was assessed as MDR reportable with an awareness date of 17-feb-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening test of the returned device were performed following j&j medtech procedures. The device was inspected and the pebax was observed broken. Then, the device was connected to the carto 3 system and the device was visualized and recognized correctly; however, error 106 was displayed on the system and the icon was observed spinning. The error 106 was traced to an open circuit on the tip area, while the spinning icon failure was traced to an improper process on the printed circuit board (pcb). A manufacturing investigation was requested for the damage on pebax, and it was found that the internal component was properly assembled, and the damage could not be attributed to the manufacturing process of the device. Further inspection was conducted on the adhesive used and it was observed an insufficient amount on the wires. A manufacturing record evaluation was performed for the finished device 31384267l number, and no internal actions related to the reported complaint condition were identified. The force error reported by the customer was confirmed. The insufficient adhesive on the wires could be related to the open circuit observed; however, this cannot be conclusively determined. The root cause of the insufficient adhesive and the pcb issue are traced to the manufacturing process. The potential cause of the pebax damaged could be related to the handling or manipulation of the device, however, this cannot be established. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The IFU of the device contain: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. This product issue will be addressed through j&j medtech's quality system. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor issues and with spinning and reverse icon failures mode. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).